Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 101 after insertion. The review of the glucose plot showed two consecutive drop-out phases within 14 days of each other ((B)(6) 2024), after day 102 post-insertion, triggering the sensor replacement alert. A review of the raw sensor data plot showed reference and signal channels instability on the (B)(6) 2024 and (B)(6) 2024, which could potentially be due to impacts to the insertion site. The user does not mention an impact to the insertion site in the case notes. However, we do not expect every minor to major impact to the insertion site to be memorable so confirmation from the user is not a requirement for concluding this type of behavior is potentially from an impact to the insertion site. As part of resolution, a sensor replacement was offered to the user. B4. Date of this report updated to 31 january 2025. D9. Device available for evaluation? Yes, device received on 09 december 2024. G3. Date received by manufacturer updated to 31 january 2025. H3. Device evaulated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On november 4, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.